Event description:
It was reported a patient experienced sepsis and subsequently passed away coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the sepsis event. Treatment during hospitalization included chemotherapy for another indication. Treatment for the sepsis was not reported. The cause of the sepsis was unknown. On an unreported date, the patient went into cardiac arrest. Four days after admission, the patient passed away. It was reported pd therapy was ongoing at the time of death; however, the patient was not performing therapy with a homechoice device at the time of death. The cause of death was reported to be sepsis and cardiac arrest; however, this was not confirmed. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). This is the same patient as (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis and batch review cannot be completed. The cause was not identified. Should additional relevant information become available, a follow-up will be submitted.